Manufacturer narrative:
Trend analysis: a trend has already been identified and an additional investigation has been initiated to determine the necessity of corrective and/or preventive actions. Device history records: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the spring mechanisms of the rasp handles are broken. Review of received data no medical data such as surgical notes or any other case-relevant documents received. Devices analysis - visual examination: visual inspection of the two returned mis rasp handles shows that the locking levers are situated correctly in the rasp handles and the instruments do look fully functional. There are signs of usage and impactions visible. Moreover the rasp handle of lot 14.085099 has a small dent in the region, where the leaf spring of the locking lever touches the handle / housing in the locked position. Nofurther conspicuousness can be found. - a functional test was conducted with the two mis rasp handles double offset. This test was performed using an alloclassic modular rasp (ref: 01.00129.125, lot: 08.373089). The rasp could be connected to and disconnected from the handles without any problems. Afterwards, the rasp was fixed and multiple hammer blows in both directions were performed on the striking plate of the rasp handles. Lot 15.183883: there was a stable connection between the rasp and the handles as well as no loosening between the single parts of the instrument. Lot 14.085099: there was a slight loosening between the single parts of the instrument. However, both rasp handles seemed to be fully functional. Root cause analysis root cause determination rmw : - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. Not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. Not possible - > a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - instrument breaks or deforms due to off-label / abnormal-use. No possible -> instruments do not show signs of an off-label use. - instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition => possible, as it cannot be excluded based on the available information. Conclusion summary two rasp handles were returned for an investigation. Due to the missing detailed event description, the complaint could not be confirmed and an exact root cause could not be determined. For lot 15.183883 the event could not be recreated as the rasp handle did not show any malfunction in the functional test. Lot 14.085099 showed a slight loosening between the components in the functional test, however the rasp handle was still functional. Due to excessive use there is a chamfer like contour in the housing of lot 14.085099, where the spring is in contact with the housing when in locked position. In combination with high forces applied during the surgery this might have initiated a loosening of the locking lever. However, no exact root cause could be determined. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. Additional investigation has been initiated to determine if further corrective or preventive actions have to be performed. Zimmer (B)(4) considers the case at hand as closed zimmer`s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained form the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the mis, rasp handle, double offset, right spring mechanism has broken. It was also reported, that the event did not happen during a surgery.